Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device was found in back up during regular fu on (B)(6) 2023. The re-initialization was performed successfully. No scan, no admission for any other procedure was reported in the time the pacemaker was implanted.

Manufacturer narrative:
According to the analysis, the event date (field b3) was modified to 19 sept 2022 please refer to the attached analysis report.

Event description:
Reportedly, the device was found in back up during regular fu on 26 july 2023. The re-initialization was performed successfully. No scan, no admission for any other procedure was reported in the time the pacemaker was implanted.